Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy, numbness, temporary paralysis in the right arm, loss of control of extremities, a blood clot in the spinal column, and urinary and bowel incontinence. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. D6b is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information.